Event description:
The device was used during a procedure on the colon. Reportedly, the staple line was incomplete. The surgeon performed a re-operation and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.